Manufacturer narrative:
A getinge field service technician (fst) was sent on-site for further investigation. The fst could reproduce the reported failure error "head error". The rotaflow console and the rotaflow drive were shipped to the getinge us national repair center for service. A loaner rotaflow device was installed on-site. The investigation and repair is ongoing. As soon as new information becomes available, a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4, unique device identifier (UDI), since this machine (rotaflow) has been manufactured on 2004. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console. The issue was observed before use. No patient was involved. No harm to any person has been reported. The ¿head error¿ can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message ¿head error¿ occurred on the rotaflow console. The issue was observed before use. No patient was involved. No harm to any person has been reported. The affected rotaflow console was sent to the national repair center for further investigation and repair. The rfc control board kit was replaced. The service technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on these investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities has been performed on 2026-02-23 and during the period of 2004-12-30 to 2026-02-19. It shows non-conformities in regard to the reported product and failure. The rotaflow console with serial# (B)(6) was produced in 2004-12-30. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. It is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3: take damaged devices out of service immediately and have them tested by the authorized service personnel. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.